Event description:
Boston scientific received information that this pacemaker and right ventricular lead exhibited high out-of-range pacing lead impedance of more than 2000 ohms in the middle of the implant procedure. Boston scientific technical services discussed to check the connection in the header and there was poor rv threshold. However, additional information obtained from the field representative that the cause of high lead impedance had not been determined. The pacemaker remains in service while the rv lead was repositioned. Subsequently, impedance and threshold measurements were in normal range. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Boston scientific received information that this pacemaker and right ventricular lead exhibited high out-of-range pacing lead impedance of more than 2000 ohms in the middle of the implant procedure. Boston scientific technical services discussed to check the connection in the header and there was poor rv threshold. However, additional information obtained from the field representative that the cause of high lead impedance had not been determined. The pacemaker remains in service while the rv lead was repositioned. Subsequently, impedance and threshold measurements were in normal range. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.